Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, chest pain, a stroke, and pt death occurred. The pt had a myocardial infarction within 72 hour prior to the stenting procedure and had been treated with heparin prior to the procedure. The lesions to be treated were located in the left anterior descendent (lad), circumflex (cx), and diagonal (dx). The anatomy was non-tortuous and moderately calcified. First, a 3.50 x 38 mm taxus liberte drug eluting stent was implanted in the lad. Then, the cx was dilated with an unk balloon. The physician was going to implant another stent in the dx, when the pt expressed pain and suffered a 'heart' stroke. Resuscitation maneuvers were performed without success and the pt died. The physician expressed that the event was not related to the taxus liberte stent. Additional info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.